Manufacturer narrative:
Concomitant medical products: cardizem 300mg; clonidine hcl 0.2mg; fluconazole 150mg; iron 325mg; levabuterol 1.25mg/3ml; multivitamin; nystatin; kcl 20mcg tablet; protonix 40mg; spiriva 18mcg; telmisartam 80mg; xanax 0.25mg; torgemide 20mg. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2016, the field sales associate was made aware of the patient's possible type I endoleak. On (B)(6) 2016, the patient presented to (B)(6) for treatment of a possible type 1 endoleak with an aortic extender component this was used in conjunction with a pair of viabahns in order to preserve patency to both renal arteries as the aortic extender component was extended above the renal arteries to the level of the superior mesenteric artery (sma). In the right renal a 7mm x 5cm viabahn was used in the right renal and an 8mm x 5cm viabahn was placed in the left renal. All three devices were positioned and then first the aortic extender component was deployed and then the two viabahns. The physician was satisfied with the final result and any endoleak had resolved. Patient tolerated the procedure and is doing well.